Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Blood and charred tissue were observed on the jaws. The heater wire was observed to be slightly flexed but remained attached to the hot jaw. The silicone boot insulation of the jaws appeared intact. An electrical evaluation was performed. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test. It produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. Based on the returned condition of the device and the evaluation results, the reported failure "failure to deliver energy" was not confirmed. The analyzed failure "material twisted/bent" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was not activating. The hospital attempted to change the cord and the power supply with no change. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was not activating. The hospital attempted to change the cord and the power supply with no change. A replacement device was used to complete the procedure. The hospital did not report any patient effects.